Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating champagne size air bubbles in reservoir. Customer's blood glucose was unknown. Customer reported that pump was not rewound with reservoir in place and insulin was room temperature when used. Customer was walked through proper disconnecting and reconnecting of reservoir and infusion set. Customer declined further troubleshooting.